Event description:
The customer reported that he back up controller on the css console exhibited a red light and a humming noise when the battery test button was pushed. The patient was switched to a backup css console without impact. This alleged failure mode poses a low risk to the patient because it did not prevent the css console has a redundant, primary controller. An investigation will be conducted by syncardia, and the results will be provided in a supplemental MDR.